Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Machine gets extremely hot when running. Distribution kit tubing gets cloudy - warm to touch.